Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection, a white particle was observed within the drip chamber of the device, and the spike was observed to be scratched. The damaged spike was determined to have occurred during insertion and the scratched off portion was the particulate matter in the chamber. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had particulate matter within its drip chamber. This was found during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.